Event description:
It was reported a pt underwent carotid artery stenting and angioplasty in the (B)(4) study. A gore embolic filter (gef) and a mo.ma system were used for embolic protection. Both were deployed successfully and an ev3 stent was placed over the lesion. When the mo.ma balloons were deflated, the pt was not able to respond to commands both verbally and physically. After the procedure, occlusion was noted angiographically at a bifurcation of the a2, a3 segment of the anterior cerebral artery. Perfusion was seen superiorly, but not inferiorly in this region. Fifteen to thirty minutes post-procedurally the pt was able to respond to commands both verbally and physically. The physician indicated there may have been slight right foot pedal deficit, yet otherwise the pt's symptoms had improved.

Manufacturer narrative:
A review of the mfg records for the device verified that the lot met all pre-release specifications. The device was discarded, so no engineering investigation could be performed. The imaging analysis confirmed a filling defect within the anterior cerebral artery after the mo.ma balloon was deflated and the embolic filter removed.